Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The harvester detected plastic shavings in the tunnel. It was determined that these shavings came from the vh-3500 evh sheath. The shavings were removed with the hemopro 3500 cautery jaws and the case was finished without any other issues. Procedure was completed with the same device. No delay in the case was experienced other than removal of the shavings. No injury or complications to the patient.

Manufacturer narrative:
Corrected sections: h6 - device problem changed to "particulates". Trackwise # (B)(4). The lot # 25154919 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. An evaluation was done based on photographic evidence provided by the hospital. A visual inspection of the photographic evidence was conducted. The image shows a plastic shaving on a lid. The device was returned to the factory for evaluation on 28jan2021. An investigation was conducted on 31mar2021. A visual inspection was conducted. Both the harvesting tool and cannula were returned for evaluation. Blood was observed on and in the cannula and the harvesting tool. The heater wire was observed to be slightly flexed. The clear silicone was observed to be intact, no peeling or damage was observed. There was no sign of white particulate observed. The cannula was observed to be intact, the c-ring was also observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The harvesting tool was inserted into the cannula with no physical or visual difficulty. There were no shavings observed after inserting the harvesting device into the cannula. The bell and adaptor was taken apart. The o-ring was observed to be intact, no visual damage was observed. There were no nonconformities observed. No signs of scrapings were observed. No white particulate was returned for evaluation. However, based on the photographic inspection, the reported failure "particulates" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The harvester detected plastic shavings in the tunnel. It was determined that these shavings came from the vh-3500 evh sheath. The shavings were removed with the hemopro 3500 cautery jaws and the case was finished without any other issues. Procedure was completed with the same device. No delay in the case was experienced other than removal of the shavings. No injury or complications to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. The harvester detected plastic shavings in the tunnel. It was determined that these shavings came from the vh-3500 evh sheath. The shavings were removed with the hemopro 3500 cautery jaws and the case was finished without any other issues. Procedure was completed with the same device. No delay in the case was experienced other than removal of the shavings. No injury or complications to the patient.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Correct section: h-6 device code from "environmental particulate" to "particulate". (B)(4).